Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was nearing elective replacement indicator (eri) and purulent fluid was noted in the device pocket. The implantable cardioverter defibrillator (ICD) system was explanted as infection was suspected. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.